Event description:
Rptr recently received the evenflo warm mist vaporizer as a gift. Rptr read all the warnings and the directions that came with the product, it said pediatrician recommended warm to touch mist safe for infants. Well, one day rptr's child tripped over a toy and landed on the vaporizer (screaming at the top of their lungs). Rptr thought they may have hurt hand or scared themself. To rptr's surprise child was burnt, three of their fingers and the palm of hand. Later on that evening child got a blister over the burnt part of hand. It took about 2 1/2 weeks for the hand to heal and child was uncomfortable at this time. Rptr thought it was their fault, maybe they missed something on the warning label, so rptr went to the website and checked it out there, but didn't miss anything. According to rptr, evenflo just didn't have the correct warning on the box.